Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. Access was obtained via the radial artery. The target lesion being treated was located in the mildly tortuous left anterior descending (lad) artery. A 2.25x24mm taxus liberte stent delivery system was unpacked and it was noted that a stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found no issues with the device. Solidified blood and contrast media were present within the guidewire lumen which indicates a sign of use. No kinks or damage were noticed along the shaft of the device. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. Access was obtained via the radial artery. The target lesion being treated was located in the mildly tortuous left anterior descending (lad) artery. A 2.25x24mm taxus liberte stent delivery system was unpacked and it was noted that a stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).